Event description:
A customer reported experiencing a cgm error 42 with their pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted by providing complete pump reset information and guided the customer through the process. After the reset, the error code did not reappear. The support team advised the customer to wait 20 minutes before starting a new sensor session, which the customer understood and acknowledged.